Event description:
Target was informed that during the procedure, one coil knotted while being removed from the anuerysm. The coil separated but was removed from the femoral artery using a snare. This outcome had no effect on the pt's health.